Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in both configurations due to a damaged lead insulation. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.